Event description:
It was reported to philips there was a power failure. There was no patient involvement. A philips authorized service provider (asp) evaluated the device. The reported problem was confirmed. The asp found the power was insufficient due to low battery. The cause of the reported problem was the insufficiently powered battery. The device was adjusted and charged to complete normal use. No parts have been replaced.